Event description:
(B)(4).

Manufacturer narrative:
This receiver can not receive patient information on multiple channels. Return of the device requested for failure investigation.

Manufacturer narrative:
Device evaluated by manufacturer. The org-9700 receiver has signal loss on multiple channels. This receiver cannot receive patient information on multiple channels. The unit was evaluated the customer's complaint could not be duplicated. However, all channels had signal loss. It was found that there was a loose connector from main board to down converter. The cable was reinstalled and secured to resolve the issue. The unit was burned in for 72 hours and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.